Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation), h10.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) had an electrical failure code #51 which is indicative that the motor controller board needs to be replaced. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered an "electrical failure 51." To fix the issue, the fse replaced the motor controller board. As part of the pm service of the unit, the fse also installed a 5k hour kit and new batteries. The fse then performed a complete pm with full calibration, all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) had an electrical failure code #51 which is indicative that the motor controller board needs to be replaced. There was no patient involvement, and no adverse event reported.